Event description:
Customer reported excessive fluid removal during treatment. Machine was set to remove 800ml but reportedly removed 1250ml. Customer reports the replacement bag was sucked dry. Patient is okay and did not require medical intervention. Saline was given to replace fluid loss.